Event description:
The manufacturer representative reported the pt had indicated pain relief was inadequate; continued pain was detected in the pt's back. The date of onset was not provided. Multiple revisions had not improved the pt's level of discomfort or reduced the amount of back pain felt and the pt requested to have the device removed. The neuro lead had been placed in (B)(6) 2004 and was retrieved in (B)(6) 2007, after approximately (B)(6) months implant duration. The device was explanted on (B)(6) 2007 and was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Final device analysis results reveal all lead conductor wires are broken. The #0 and #1 conductors were fractured at their respective connector weld sites. Returned product inspection revealed all conductor wires were cut and all wires were stretched, as received. The insulation material was broken or torn under the #0, #4 connector sleeve butt joints. Product service life was 25 months. Investigation summary shows reduced device performance occurred, which could have contributed to the reason for return.